Event description:
It was reported that while putting on yellow monotube, doctor placed the more proximal pin first using the t handle. Inserter went to place most distal pin the same way, pin broke. Had to dig out of the bone leaving a hole, felt it was too big of stress riser to go more distal, was not able to use ex-fix.